Event description:
On (b)(6) 2026, the patient underwent a port placement procedure using the Titanium Low Profile Port. During the procedure, it was noted that the connecting ring, designed to secure the catheter to the port, was too wide and could not be properly clipped into place. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The catalog number identified in Section D4 has not been cleared in the US but is similar to the Titanium Low-Profile Implantable Port, ChronoFlex Single-Lumen, Kit, 6F products that are cleared in the US. The PRO Code and 510 K number for the Titanium Low-Profile Implantable Port, ChronoFlex Single-Lumen, Kit, 6F products are identified in D2 and G4.As the lot number for the device was not provided, a review of the Device History Records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.